Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving clonidine (concentration 3000 mcg/ml, dose 499.1 mcg/day) and baclofen (concentration 50 mcg/ml, dose 8.319 mcg/day) via an implantable pump for multiple sclerosis and intractable spasticity. The event date was unknown. An out of specification volume discrepancy was reported, on this report date, the actual residual volume was approx. 15ml, the expected residual volume was approx. 9ml. It was noted that they had been getting back a lot more drug on refills than expected. A catheter patency check had been done in the past on an unknown date and the catheter was found to be patent the patient experienced sudden symptoms of weakness and constipation, it was noted that the patient was in a car accident and the problems appeared around the same time. The reporter was wondering if the symptoms could be a sign of too much or too little drug and it was reviewed that this was unknown.

Manufacturer narrative:
Eval code - conclusion code is being updated for this event.

Manufacturer narrative:
Analysis of the pump, found overinfusion of undermined root cause (overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Destructive analysis performed with no anomalies found.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. There was a device-related discrepancy in reservoir volume, administering/overdosing the patient over time/gradually. The intended use of the device was treatment. No patient death occurred. The patient recovered without sequela.

Event description:
Information was received from a device manufacturer representative and a health care professional. It was reported that the patient's pump was replaced on (B)(6) 2016 because the infusion was inconsistent. Prior to the (B)(6) 2016 refill, the patient had only one other volume discrepancy on (B)(6) 2016 where the expected volume was 5.1cc and the actual was 0.66 cc. It was noted the catheter was aspirated. The volume discrepancies and the patient's symptoms were considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.